Manufacturer narrative:
A getinge field service engineer evaluated system over temperature alarm checked logs vacuum pressure reading read 0 reconnected vacuum transducer cable to j6 vacuum pressure reading is normal after readjustment. All manifold tests and functional tests performed and passed machine returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarm system temperature over heat. There was no harm reported.